Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that sometime post placement of triple lumen central venous catheter, the white lumen allegedly bulged when attempting to flush and the blue lumen leaked approximately one cm above the injection cap. It was further reported the device was removed. There was no reported patient injury.

Event description:
It was reported that sometime post placement of the chronic catheter, during flushing the white lumen allegedly bulged. It was further reported the device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one hickman t/l 12.5f catheter was returned for evaluation. Visual, microscopic and functional testing were performed. The investigation is confirmed for 2976i - catheter aneurysm, as there was observable bulging of the white lumen when the evaluator attempted to flush the lumen. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.